Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. As received, the monitor failed incoming functionality testing and displayed a service code 102. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor was unable to complete incoming functionality testing.

Manufacturer narrative:
Follow-up #1: additional information - 10/19/2018. Device evaluation of monitor sn (B)(4) was completed. The cause for the service code 102 was isolated to contamination on the j1000 pca connector. Root cause investigation of similar failures determined that flux residue on the j1000 connector can cause a service code 102. Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. As received, the monitor failed incoming functionality testing and displayed a service code 102. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor was unable to complete incoming functionality testing.